Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor was unable to power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon service investigation, the monitor was unable to power on. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.